Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed with another device. There was no medical intervention and no procedural delay. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Evidence of 3rd party parts and service was found, which contributed to the event. Based on the investigation details, the likely cause was a failed 3rd party asic motor controller, which was replaced along with other components.